Event description:
Metal pins flew/ were in mouth; metal pin loosens; falls apart [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that while using an oral-b triumph professional care 5. Model toothbrush with smart guide, the small metal pins of the oral-b brushheads, version unknown either flew at him or were in his mouth after a few uses, approximately 10 to 15 times. He used more oral-b brushheads, version unknown and reported the same problem occurred. The metal pin loosens, and then the brush head completely falls apart. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.